Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that multiple minimum fill notifications occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer¿s blood glucose ranged from 174 mg/dl to 175 mg/dl.